Event description:
Customer reportedly obtained results of "hi" (> 600mg/dl), 220mg/dl, and 220mg/dl on the advantage system within 10 minutes. Customer chose to increase his activity in response to results. No adverse event reported. Requested return of suspect system and replacement was sent.